Manufacturer narrative:
The computer was replaced and returned to the manufacturer for analysis. During investigation, the computer boots normally to the application screen. No unresponsiveness was observed during burn-in testing. No errors were found. The computer has a bad ram memory module in slot dimm_a1. Suspect the bad memory module may have caused the reported issue. The hardware investigation found that the reported event was related to a hardware issue due to ram malfunction on the computer. This issue was documented in a medtronic navigation hardware anomaly tracking database. Correction: multiple navigation system checkouts have been completed on this system with no problem found. System fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. System logs were reviewed, but did not reveal the cause of the reported event. No parts have been replaced. No parts have been returned to the manufacturer for evaluation. System logs reviewed.

Event description:
A site biomed representative reported that outside of a case, the navigation system became unresponsive when trying to launch cranial application. It was reported that the representative was unable to use 'control alt backspace' to exit the software. After a hard reboot, the system was functioning as normal. There was no patient present when this issue was identified.